Event description:
The customer's husband called to report that the customer passed away due to diabetes complications. It was unknown, whether, or not the insulin pump was being worn at the time of death. The customer's husband agreed to return the insulin pump for analysis. A phone call was made to the customer's medical doctor in an attempt to gather more information. There was no answer and a voicemail message was left.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.